Event description:
Report rec'd that when the clave port is accessed with a syringe or extension tubing, the clave port is sticking open. A neonate was receiving an unspecified fluid when this occurred and resulted in the loss of a peripheral intravenous (IV) access line. The IV backed up and clotted off without blood loss. There was no significant delay in pt treatment since the incident was discovered during routine monitoring of the pt. The lost IV line was replaced with no report of harm or injury to the pt. The customer contact states that no specific pt info is available due to the time elapsed and difficulty recalling details of the incident.